Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation. Visual inspection revealed that the female connector was separated from the main body. There was evidence on the female connector indicating an insert chip was present during assembly; however, the insert chip was not returned for evaluation. There was solvent present on the main body. The reported condition was verified. The cause of the broken solvent bond was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of the twist clamp on one unit of a minicap extended life pd transfer set. The patient detected this issue at home during use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.